Event description:
It was reported that on (B)(6) 2023, a large flexnav delivery system was chosen for a procedure. During procedure while the valve was fully deployed, the delivery system lock button had failed. A decision was made to abort the procedure and remove the valve. A replacement delivery system was not reported. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the delivery system lock button had failed while deploying the valve for the flexnav delivery system was reported. The device was returned to abbott and the investigation confirmed that the 80% deployment button did not pop up. The spring inside the handle was present but at a different location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. No other similar complaints were found in this batch. A CAPA was initiated for further investigation on the flexnav delivery system failed delivery system lock button, per internal procedures.h6 medical device problem code: code 29074 removed.